Event description:
The customer called for help with her contour system. She performed control tests during the call and received results of 275, 265 and 198 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but they were not received by the qa lab. Replacement test strips were sent to the customer.